Manufacturer narrative:
Although the DHR ( device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was the physician deployed the stent as normal through a headway 17 microcatheter, the same catheter had been used to deploy the contralateral stent in the y stent structure. The distal end of the stent did not open. After full deployment the lumen was re-accessed with still no luck in opening the distal end of the stent. The stent remained in situ. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the physician deployed the stent (subject device) as normal through a non-stryker microcatheter, the same microcatheter had been used to deploy the contralateral stent in the y stent structure. The distal end of the stent (subject device) did not open. After full deployment the lumen was re-accessed and the distal end of the stent (subject device) failed opening. The stent (subject device) remained in situ. The vessel was patent and flow remained patent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the physician deployed the stent (subject device) as normal through a non-stryker microcatheter, the same microcatheter had been used to deploy the contralateral stent in the y stent structure. The distal end of the stent (subject device) did not open. After full deployment the lumen was re-accessed and the distal end of the stent (subject device) failed opening. The stent (subject device) remained in situ. The vessel was patent and flow remained patent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device remains implanted in the patient.